Event description:
A customer reported a past event of high blood glucose level, with the highest reading reaching 508 mg/dl. Cause was not known. The customer took corrective actions by administering a correction bolus via the pump and then using multiple daily injections. Cts recommended consulting with a healthcare provider to understand factors affecting the blood glucose levels, and the customer agreed to this suggestion.